Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the shock impedance continues to be out of range for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The impedance has now reached 168 ohms. Boston scientific technical services (ts) was consulted and suggested further testing with a 41 joule shock. The field representative is attempting to obtain further information from the clinic. At this time no further testing has been performed and the crt-d and rv lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitor issued an alert for a high out of range shock impedance on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. At this time the physician has opted to continue to monitor the patient and the products remain in service. No adverse patient effects were reported.

Event description:
Additional information was received that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. The patient passed away several years later with no device related allegations or indication that the shock impedance was related to the patient death. No other information was provided. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the remote home monitor issued another alert for continued high out of range shock impedance measurements. The medical personnel contacted boston scientific technical services (ts) who reviewed the measurements and found the right ventricular (rv) shock impedance was now at 154 ohms for the rv lead and cardiac resynchronization therapy defibrillator (crt-d). Ts discussed that when the value is that high there is the possibility of truncating energy. The medical personnel stated that the patient will be brought into the office for evaluation. At this time the rv lead and crt-d remain in service and no adverse patient effects were reported.

Event description:
Additional information was received from the clinic that another alert for out of range shock impedance measurements occurred. The clinic noted that defibrillation threshold (dft) testing was performed 11 months earlier. Boston scientific technical services (ts) was consulted as the medical personnel asked general questions as to how the remote home monitoring system worked with out of range impedance alerts. At this time the crt-d and rv lead remain in service and no adverse patient effects were reported.